Event description:
In 2002, after injecting bleeding site using injection gold probe, the physician attempted to pull back needle and noted needle had separated from probe. Unable to retrieve probe. Colonoscopy procedure performed and needle removed intact.